Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately end of (B)(6) 2023 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7080469.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return.